Event description:
A follow up call was made and the customer reported being in the emergency room due to illness. The customer stated she was sick with fever, but she was not aware that her glucose level was high. The customer did bolus, but her glucose level did not drop. The customer mentioned that the new sensor is more comfortable as she is thin and they last longer than the previous sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.